Event description:
It was reported the atrial lead triggered a lead warning for low impedance. The lead also had multiple atrial high rate events that look like noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: addr01 implantable pulse generator (B)(6) 2008. (B)(4).